Event description:
It was reported that during the implant attempt oversensing occurred resulting in occasional lack of ventricular pacing post pwave. Loss of tracking was very infrequent. The device and lead were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual analysis revealed grommet damage and foreign material was found in the setscrew socket. Full lead returned for analysis. It was noted the outer tubing overlay was breached, and there was blood in the distal conductor.